Manufacturer narrative:
UDI #: (B)(4).

Event description:
The customer contacted philips healthcare to report that the charge button did not work during operational check. There was no reported patient involvement.

Manufacturer narrative:
The reported problem was verified during lab tests. Solder pins common to j16 had become detached from the pca causing open circuits and a failed op check. The available information is consistent with a malfunction of the processor pca. The cause was solder pins common to j16 had become detached from the pca causing open circuits and a failed op check. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.